Event description:
Reporter alleged obtaining discrepant blood glucose results of 268 mg/dl back to back with a result of 135 mg/dl when testing was performed 4 minutes apart on the compact plus system. No actions were reported taken and no treatment received. A request was made for the return of the suspect device and replacement product was sent. No product will be returned however, since reporter stated all of the test strips that were apart of the drum have been used and the drum has been discarded.